Manufacturer narrative:
Date sent: 12/21/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hartman's reversal, as the device "misfired", the colostomy was recreated and made permanent. The scrub nurse who fired the gun thought that the anvil had not engaged properly. However, the surgeon disagreed and told the nurse to fire the gun. The gun was fired - there was no crunch and the gun cut but did not staple. Case was difficult - small bowel was stuck in pelvis and pelvic area was hard to mobilize.